Event description:
Following the completion of surgery to repair fractured hip on hana table. There was undesired table movement and the pt fell to the floor. Pm inspections done (B)(6) and no amount of play observed in lateral or horizontal tilt. After event, both lateral tilt actuators were found to have excessive play allowing a greater than recommended movement of the table top. Confirmed with mizuho technical support that actuators are defective and needed replaced. Also while resulting with mizuho technical support found that gimbal assembly has been updated to a new design which also needs to be replaced. Pt sustained minor injury - abrasions.